Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not being able to test his blood glucose due to an errc 4 message appearing on their freestyle flash meter. Customer reported experiencing symptoms of "mild stomach ache, very warm body and nausea". Customer reported being diagnosed with diabetic ketoacidosis and was advised to continue his current treatment. Customer also reported being hospitalized for a diabetic coma a week before.